Event description:
It was reported that the remb universal driver caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation, during a procedure at the user facility. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
Date of product return provided. The reported event was not duplicated. Upon disassembly for visual inspection, the sockets were corroded.

Event description:
It was reported that the remb universal driver caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation, during a procedure at the user facility. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.